Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that their cardiac resynchronization therapy defibrillator (crt-d) was malfunctioning and that it needed to be addressed right away. The patient also noted that "it took two operations to get it right" when their crt-d system was first implanted and that they went through "all sorts of diaphragm oscillating." Additional information received from the clinic indicates that there were no malfunctions noted with the crt-d and that the patient had a lead revision procedure one day after implant. The crt-d and left ventricular (lv) lead remain in use. No further patient complications have been reported as a result of this event.